Event description:
This complaint is now reportable based on the additional information received on (B)(6) 2010. It was reported that during a stenting treatment procedure, the 2.25x28 mm promus element stent would not cross the lesion. The lesion being treated was located in the tourtuous, considerable calcified circumflex (cx) artery. The procedure was completed with a different device. No patient complications were reported. Patient status reported as stable. However, the returned product revealed white fibrous foreign material wrapped around the lumen of the device. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer - a visual and microscopic examination was performed which indicated a white fibrous 'cotton like' foreign material (fm) on the returned device. The fm was loose on the lumen. No kinks or damage were noticed along the shaft of the device. The balloon, stent and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).